Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this event could be due to insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that un the morning of (B)(6) 2025, patient in bed 38 complained of an inability to urinate. The doctor performed a retained catheterization. After the procedure, the foley catheter dislodged on its own, and an examination revealed that the balloon was leaking air. The catheter was immediately replaced, without affecting the patient's treatment.

Event description:
It was reported that un the morning of (B)(6) 2025, (B)(6) in bed 38 complained of an inability to urinate. Dr. (B)(6) performed a retained catheterization. After the procedure, the foley catheter dislodged on its own, and an examination revealed that the balloon was leaking air. The catheter was immediately replaced, without affecting the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.